Manufacturer narrative:
H6: the navio surgical system us, pn: npfs02000, sn: (B)(4) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Although the product was not returned, the software files were downloaded from the device and provided for investigation. However, not all screenshots nor the necessary log files required to confirm the reported complaint were available to view. The screenshots that were available to view were reviewed, however the reported navio application shutdown error was not found in the screenshots. Review of the intraop log confirmed that the user was in the cut tibia screen when the system unexpectedly exited, indicating the application software had crashed. It is not known what caused the intraop to crash, because the necessary logs required to identify the cause were not provided for the occurrence date of (B)(6) 2020. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. No containment or corrective actions are recommended at this time. If the naviosystem and xsession logs associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that for a tka procedure, they had issues with that monitor that went black and had no power. It was resolved by flipping the power on the power strip, which allowed the monitor to boot back up. The case was going well. When they attempted to cut the tibia - after the plan was adjusted, they attempted to validate the cut and had a navio application error where the system logged out of the case and went back to the start screen. They simply logged in, resumed the case and recalibrated the handpiece to continue where they had left off. No other complications were reported.